Manufacturer narrative:
G4: 21jan2020 b4: 22jan2020. Information was received that the service engineer (se) inspected the device and the printed circuit board assembly (pcba) power management card has been changed and the device is working. As part of preventative maintenance the se found the battery was old (manufactured 2013) and the unit would not charge, ventilator would not work without the power cable. The customer was given a quote for replacement battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/06/2020.

Event description:
It was reported that the ventilator would freeze when you wanted it to stop and it was impossible to access the diagnostic mode because the device would reboot. The following messages appeared: faulty backup alarms, 35 volts power supply, auxiliary power supply and the turbine in neutral. There was no patient involvement. The customer was sent a quote for repair/service of the device to replace the power management board. The quote for service has expired as the customer has not accepted the quote for service/repair of the device. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful.